Event description:
During a renal angioplasty with stenting for renal hypertension, an 8mm x 20mm tracheobronchial wallstent was implanted off-label in the renal artery. After the stent was deployed, it appeared to be 40 mm in length. A post-procedure bleed, non-stent related, occurred. During surgery, the stent also appeared to be 40 mm long and crossed a bifurcation of the renal artery. It appears that the physician selected a stent with a diameter much too large for the vessel.